Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. If it additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: "pt had a right total knee replacement on (B)(6), 2009. She stated that she has been having trouble and can only use about 50-60% of her knee. She is due for a left total knee replacement but is afraid due to all the trouble of her right knee. She has been experiencing pain and can only stand for about three hours at a time. Pt was receiving hyalgan injections in her left knee which no longer helps and wanted to know why she is having the issues with her right knee before having her left knee replaced."